Manufacturer narrative:
Sanofi company comment for follow up dated 15-mar-2021: the follow up information does not change previous assessment of the case. The case involves adult female patient who had synvisc injections and has severe reaction after second injection. Patient had pain, swelling and could walk on her feet. Based on the limited information provided regarding this case, causal role of the company suspect product cannot be excluded. Case will be re-evaluated post further update on the patient's underlying disease conditions, past medical and drug history, concurrent illnesses and concomitant medications.

Event description:
Severe reaction, pain and swelling, she could not walk on her feet [pain]. Severe reaction, pain and swelling, she could not walk on her feet [swelling]. Severe reaction, pain and swelling, she could not walk on her feet [unable to walk]. Case narrative: initial information received on 03-mar-2021 regarding an unsolicited valid serious case received from healthcare professional via health authorities of united states under reference mw5099015. This case involves adult female patient who experienced severe reaction, pain and swelling, she could not walk on her feet, while she using with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The case was linked to case reference: (B)(4) (multiple devices: case for third injection). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate injection (strength: 16mg/2ml) via intra-articular route (dose, frequency, batch number, indication: unknown). Information on the batch number was requested. On (B)(6) 2021, after the second injection (latency: unknown), patient had a severe reaction, experienced pain and swelling and she could not walk on her feet (pain, swelling, gait inability). All events were assessed as medically significant. Action taken: no action taken for all events. Corrective treatment: not reported for all events. Outcome: unknown for all events. A product technical complaint (ptc) was initiated on (B)(6) 2021 for synvisc for unknown batch number and global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr (non-conformances report) process. Adverse event reports with or without lot numbers were continuously monitored, and possible associations with their corresponding product lot are assessed, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA (corrective and preventive action) was required. Investigation completion date: 15-mar-2021. Follow up information received on 03-mar-2021 from healthcare professional. Global ptc number added. Additional information was received on 15-mar-2021 from healthcare professional. Investigational results were added. Text amended accordingly.